Event description:
Koru medical became aware of mw5177487 received through the FDA medwatch program stating "patient report their freedom pump, used for hizentra infusions, serial number (B)(6), is old and not working properly. Pt reports syringe shooting out of pump with last infusion and had to hold syringe down. Patient reports they did not miss a dose, nor had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced the device and the malfunctioning device will not be returned. Unknown if md is aware. No further information, details, or dates provided. Indications: immunodeficiency with predominantly antibody defects, unspecified, selective deficiency of immunoglobulin g [igg] subclasses, and common variable immunodeficiency, unspecified." No further information was provided at the time of this report. Follow up with the initial reporter is being conducted for additional details. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical received additional information on 10-dec-2025 providing patient information and the serial number of the pump involved. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.